Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of arachnoiditis. It was reported that the patient¿s device was no longer working and they would like to have it removed. The patient reported that it stopped working about two years ago. The patient reported that their doctor no longer treats federal compensation patients. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the device was not working and not helping. The device is painful on the patient's left side. The patient is trying to get the device removed without success and the patient said the hcp refused to take it out. No further complications were reported.